Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was confirmed. The pinhole leak was located at 2mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, pressure was applied, but the pressure did not increase. The device was completely removed without any problem using the normal method and when checked, a pinhole rupture was noted. A leak of the contrast agent was observed from the balloon. A report was received from the operator that a pinhole had occurred from the start. The procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, pressure was applied, but the pressure did not increase. The device was completely removed without any problem using the normal method and when checked, a pinhole rupture was noted. A leak of the contrast agent was observed from the balloon. A report was received from the operator that a pinhole had occurred from the start. The procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.